Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated thrice. However, during the third inflations at 12 atmospheres for 30 seconds, the balloon ruptured in vertical separation. The procedure was competed with different device. There were no patient complications nor injuries reported.